Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 5% battery life to 100% without charging the pump. There was no reported impact to the customer's blood glucose level. The customer stated then pump turned off while plugged in to charge. The customer was able to turn the pump back on. The customer was not available to troubleshoot at the time of the call with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.